Event description:
The customer reported that the system produced uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray switch and the hand switch needed to be replaced, and these parts were placed on order. However, no conclusion can be drawn as repair info is not available.